Event description:
Boston scientific crm received info that, about three weeks ago, this pt fell down some stairs. Following this event, this dextrus atrial lead was exhibiting capture only at maximum device outputs and p-wave measurements had decreased. The physician also suspected that this lead was originally implanted on an infarcted area of heart, possibly contributing to the reported clinical observations and suspected dislodgement. The lead was successfully repositioned and remains actively implanted. No other adverse events have been reported. This issue will be re-evaluated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.